Event description:
Hard to screw onto insulin pen.

Event description:
Hard to screw onto insulin pen.

Manufacturer narrative:
Lot of pen needles was returned for testing because the end-user said there was difficulty screwing the insulin pens onto their insulin pen. The pen needles underwent a visual test, as well as pen needle attachment testing. There were no malfunctions detected during testing. The pen needles are functioning normallly.